Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed. Proximal conductor had blood/body fluid (not obstructed); outer insulation had breached cut, environmental stress cracking, white substance and cosmetic depression; blood in/on helix/lobe mechanism. Apparent explant damage.

Event description:
It was reported that the atrial lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.